Event description:
During a case, a wire for the bipolar cautery was disconnected from the forcep end causing the bipolar forcep to not work - it was removed off the field. A new bipolar forcep opened and worked as intended.